Event description:
The customer stated that the iab filled with blood. Used a 34cc sensation iab. There was a serious leak/rupture in the balloon. Blood in cath extender all the way to pump. The pump was placed in standby and taken to the ccl. The pt did die according to the staff, but not as a result of the balloon pump or bloodback.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. Product eval: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approx 1.3cm from the rear seal measuring 0.076cm in length. Conclusion: the reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend eval was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).